Manufacturer narrative:
B3: event date unknown. D4: catalog, lot, expiration date, UDI number unavailable. H4: device manufacture date unavailable. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that the device system cartridge was defective. Per the patient, the cartridge was not good to use" and cheap materials". The patient did not miss a dose and there were no patient adverse effects.